Event description:
Related manufacturer number: 1627487-2022-03805. It was reported the patient experienced high impedances and a lead fracture due to an unknown reason. As a result, the surgical intervention was undertaken wherein the entire system was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction: date of birth, b5, d4, d6a, e1, and h4 have been updated with the correct information.

Event description:
Related manufacturer reference number:1627487-2022-03820. Related manufacturer reference number:1627487-2022-03805. It was reported the patient experienced ineffective therapy. In turn, there was high impedances and a lead fracture identified during surgery. As a result, the surgical intervention was undertaken wherein the entire system was explanted and replaced to address the issue.